Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical prodcuts: item#: 110031421, standard 40mm diameter bearing; lot#: 65808963 item#: 110031405, mini standard thickness +6mm taper offset 40mm diameter humeral tray; lot#: 66100899 h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on and unknown date. Subsequently, the patient underwent a revision surgery due to chronic instability and dislocation approximately a month ago. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.